Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient is no longer performing ccpd due to peritonitis which turned septic requiring the pd catheter to be removed. A follow-up response from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2026 with worsening (approximately 48 hours) abdominal cramping and abdominal pain (afebrile, peritoneal effluent fluid clear). A peritoneal effluent fluid culture and cell count (wbc = 8342 u/l, neutrophils = 87%) were collected, and the patient was formally admitted into the intensive care unit (ICU). The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) ceftazidime 1500 mg (duration, frequency not provided). However, the patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa (light growth), and the patient¿s ceftazidime was discontinued and replaced with intravenous (IV) zosyn (B)(6) 2025 mg every 8 hours (duration not provided). Although the timeline is largely unknown, it appears the patient¿s peritonitis developed into sepsis. The patient was also unable to tolerate ccpd therapy due to abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2026. As a result, the patient was transitioned to hemodialysis (hd) and will likely transfer to outpatient hd following discharge. The pdrn stated the cause of the serious adverse events is unknown, as a root cause analysis could not be performed while the patient remains hospitalized. The patient is recovering (downgraded from ICU to regular medical floor) from the serious adverse events and remained hospitalized as of (B)(6) 2026.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of peritonitis (characterized by abdominal pain, abdominal cramps) and sepsis, which required hospitalization, pd catheter (not a fmcrtg product) removal, antibiotic therapy and transition to hd. The pdrn reported the cause of the serious adverse events is unknown, as a root cause analysis could not be performed while the patient remains hospitalized. Per the provided email communication, there is no indication a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. Patients suffering from esrd are at high risk for developing serious infections such as peritonitis and sepsis. The reasons esrd patients are at high risk include alterations of primary host defense, advanced age, the presence of comorbid conditions such as diabetes, invasive dialysis procedures, disruption of skin and mucosa barriers, and malnutrition. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fmcrtg device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.